Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. The console (aic) was returned for evaluation. Upon evaluation of the console, the reported failure mode battery failure was reproduced on an engineering bench. The battery 2 lcd indicator was blank (fully discharged). Battery 2 was replaced to resolve the failure alarm, and discharging/ charging was validated. Therefore, the root cause of battery failure was due to a defective battery 2. The root cause of the defective battery 2 was due to single cell failure. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited battery failure. A replacement was sent to the customer. No report of injury or harm.